Manufacturer narrative:
The device was not returned to the manufacturer for investigation.

Event description:
The exact date of the event is unknown, however, the customer stated the event occurred in (B)(6) 2019. The event involved a plum set with unknown list number and unknown lot number. The customer reported that the infusion giving set for paclitaxel chemotherapy was found leaking. The leak occurred on the filter of the plum set and came into contact with the patient. There was no one harmed as a result of the event.

Manufacturer narrative:
Updates can be found in brand name, model #, follow-up, and MFR date.